Manufacturer narrative:
Concomitant product: product ID 7426, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type implantable neurostimulator.

Event description:
The spouse of the patient reported that their devices don't last much more than 3 years/only lasted 3 years. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.